Manufacturer narrative:
As received, a complete lead was returned in two pieces: connector portion = 10.3 cm and distal portion = 47.7 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event of infection. Final analysis found three external insulation abrasions, at 6.7 cm to 7.2 cm and 7.9 cm to 8.8 cm from the connector pin and at 46.7 cm to 47.0 cm from the distal end. The external insulation abrasions were consistent with friction to device can. The etfe cable coating was noted intact. Visual inspection also found an internal insulation abrasion breaching the right ventricular cable lumen, noted at 7.3 cm to 8.7 cm from the distal end. The rv etfe cable coating was noted intact. The inner coil lumen was also breached in this region and the ptfe liner of the inner coil was noted intact.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01338. It was reported that the patient experienced an infection. The patient had an echocardiogram test, which suggested a possible vegetation. Positive blood culture was also noted with the device. The implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2019. The patient was stable.